Event description:
The iab was inserted on 8/7/96 at 9am. After 7 hrs of iabp, the balloon leaked. Blood was noted in the catheter tubing. The balloon was removed. A second iab was not inserted into the pt.